Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced less than 50% therapy relief. The patient had pain and reported the pump wasn't working. A revision was done. The catheter was explanted on (B)(6) 2012 and a new catheter was placed. The catheter issue was break/pump connector. The device was discarded. Patient status at time of this report: alive - no injury/no adverse event.

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), explanted: (B)(6) 2012, product type catheter.